Event description:
It was reported that the device failed calibration. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: calibration fail on 8100 unit. Technical support - 1. Tech has 8100 unit keeps failing fluid side occluded test 2. Replace both sensors. Then failing calibration test. 3. Will schedule later to have unit come in for repair. Symptoms/system effect: module gives a occlude - patient side failure or fails patient side occlusion. Source: technical service manual. Bd alaris¿ pc unit, model 8015 and bd alaris¿ pump module, model 8100 steps to solve (internal) solution/work around summary: how to correct a patient side occlusion / occluded. Suggested messaging: are you failing patient side occlusion. High level steps/procedure: 1. Clear the occlusion. 2. Using the applicable maintenance software: a. Perform the patient side occlusion test. B. Perform the calibration and/or replace the pressure sensor. 3. Return the module to the factory. A serial number was not provided therefore a review of the device history record cannot be performed. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. The customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or.

Event description:
It was reported that the device failed calibration. There was no patient involvement.